Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had their catheter surgically removed and it would not be replaced because they had experienced multiple episodes of peritonitis (number or dates of episodes not provided). This report addresses the alleged multiple peritonitis events. The clinic provided a discharge summary for the patient which identifies and addresses the latest peritonitis episode which prompted the removal of the catheter (MFR reports- cycler: 2937457-2019-02983, cassette: 8030665-2019-01477). Details for this report, specifically the dates of the other peritonitis episodes, hospitalization, and causes for these events were requested and have not been provided. The event date remains unknown but for reporting purposes will be captured as (B)(6) 2019.

Manufacturer narrative:
Corrected information: b5 (inadvertently omitted MFR report numbers for source document complaints).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the adverse event(s) of peritonitis due to the lack of detailed information. The etiology of the peritonitis remains unknown; therefore, causality cannot be determined. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the totality of the information available, the liberty select cycler and/or fmc cassette cannot be excluded from having a possible causal or contributory role in the event(s). Given the lack of product availability for manufacturer evaluation, no established dates or cause for the peritonitis event(s); there is insufficient evidence to disassociate the liberty select cycler and/or fmc cassette from the events.

Event description:
It was reported that a peritoneal dialysis (pd) patient had their catheter surgically removed and it would not be replaced because they had experienced multiple episodes of peritonitis (number or dates of episodes not provided). This report addresses the alleged multiple peritonitis events. The clinic provided a discharge summary for the patient which identifies and addresses the latest peritonitis episode which prompted the removal of the catheter (reported in a separate MDR). Details for this report, specifically the dates of the other peritonitis episodes, hospitalization, and causes for these events were requested and have not been provided. The event date remains unknown but for reporting purposes will be captured as (B)(6) 2019.